Event description:
"A pt's heart rate decreased, and pt became bradycardiac and eventually went into asystole. The staff were in the conference room receiving a report during the event and none of the nurses pagers alarmed for the arest. The medical shift coord was at the central station and heard the alarm, checked the pt and called a code. Resuscitation was successful micu. In 2004, all pagers responded properly to test signals; could not duplicate incident". "Customer report# 2100090000-2004-9007".